Event description:
This device was programmed to aaisafer with rate response; however upon device interrogation the device was found in ppd mode with rate response programmed to "off." During the interrogation, a message was also displayed stating the mv sensor needed initialization; however, every attempt to initialize the sensor failed. Eight days later, the device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and the device remains implanted.